Event description:
Failed left knee unicompartmental arthroplasty. Explanted hardware: 1 femoral component, 1 tibial component, and 1 polyethelene component. Conversion to tricompartmental left total knee arthroplasty with medial tibial augment.